Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the atrial lead was impacted by the procedure. The lead was subsequently interrogated and reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a coronary artery bypass graft procedure, high thresholds and undersensing were noted on the right atrial (ra) lead. Possible loss of capture was also noted on the right ventricular lead. Both leads remain in use and intervention is scheduled for the ra lead. No patient complications have been reported as a result of this event.